Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting and could impact insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/29/2016 with the following findings: a review of the pump¿s black box revealed one unexpected pump reboot. The pump powered on with audible and vibration to a blank display. The pump was opened and there was moisture damage found to the display. A test display was used and the pump was fully operational. (B)(4).